Manufacturer narrative:
At the completion of the investigation, based on the information received the following were confirmed; endoleak type ia and endoleak type ii. Due to lack of medical records and imaging surround the events, secondary endovascular repair could not be verified. Additionally there was evidence to reasonably support the following observations; endoleak type iiib. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Device was not returned, no evaluation completed. Clinical was unable to find evidence to reasonably suggest contributing factor to the reported event due to limited available patient information. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
Additional information was obtained since the initial reporting. On (B)(6) 2017, a secondary procedure was conducted to reline with an ovation device

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2016 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. A follow up computed tomography angiogram (cta) showed aneurysm sac growth with a potential type 2 or type 1 endoleak. The patient is in stable condition and the physician is planning to complete a secondary intervention. The patient has not been scheduled for a secondary endovascular procedure at this time. There have been no additional adverse events reported for this patient.